Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer states that he was hospitalized for two weeks due to two heart attacks. Customer states when he got out of the hospital he experienced low blood glucose of 72 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to contact health care professional regarding low blood glucose and to monitor insulin pump and call back should issue persist. No further information provided.